Event description:
It was reported that the customer's insulin pump was cracked by the battery area. The customer's blood glucose was 164 mg/dl. The customer stated that there was a chip missing from the insulin pump. The customer was unaware how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.